Event description:
It was reported that during an arthroscopy the accu-pass does not allow the suture to slide. The procedure was successfully completed without delay using a s&n back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 45 degree right accu-pass suture shuttle, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the monofilament would not pass properly. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: needle obstructed with tissue. Damaged monofilament. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H6 codes updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. No monofilament was returned with the device. No physical damage visible to the device. A functional evaluation revealed the device functioned as intended. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the needle obstructed with tissue or damaged monofilament. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.